Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The mother reported a blood glucose reading of 428 mg/dl during the phone call. The customer changed the infusion set several times, but the high blood glucose levels continued. The mother also stated that the customer had a stomach virus. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.